Manufacturer narrative:
The authorized service provider (asp) did a preoperational check and reviewed the error log. The asp replaced the front bezel, and the issue was resolved. Previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Event description:
The customer reported that the nav ring is nonfunctional and is causing the settings to jump when changes are being made. Patient involvement at the time of the event is unknown, but there was no report of patient or user harm.